Manufacturer narrative:
An alarm piezo and a vhled alarm cable assembly were returned to covidien/medtronic¿s product analysis. A visual inspection of the returned components was performed, no notable conditions were found. The returned components were installed into a test ventilator for analysis; no errors were recorded in the diagnostic logs. An investigation was performed and the product analysis technician reported that the alarm piezo root cause was isolated to a component. No fault was found on the vhled alarm cable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported while in use on a patient, an 840 ventilator's compressor became inoperable. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.